Event description:
Dr (B)(6) performed a total knee arthroplasty procedure using quill srs #2 pdo to close the capsule, #1 pdo to close the intermediate layer, 3-0 monoderm to close the subcuticular layer and staples to close the skin. At 2 1/2 weeks post operative, the pt was taken back to the operating room with a dehiscence of the capsule and subcuticular layer. It is unk if the surgeon placed a recommended backstitch during the original procedure.

Manufacturer narrative:
None of the devices were returned for eval. One (1) other quill srs products was also reported. The product info is as follows: 3-0 monoderm; model/catalog #: unk; lot #: unk; exp date: unk; device MFR date: unk; 510(k) #: k072028. Method: none of the devices were returned for eval. Furthermore, relevant portions of the device history record (DHR) could not be reviewed because the item and lot code info was reported as "unknown". Results/conclusion: none of the devices were returned for eval. No product evals could be performed. It is recommended that a backstitch be completed when using quill srs product. It is uncertain if a backstitch was used during the initial procedure, possibly contributing to this event. (B)(4). Item # unk, quill srs, #2 pdo, 3-0 monoderm, lot unk.